Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error stating that communication was lost with the analyzer. A power cycle was attempted but the same error was displayed when trying to access the analyzer. Troubleshooting steps involved reseating the analyzer which resolved the issue. No further issues were seen. The programmer remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there was no patient involvement as the programmer was not used during a case. The analyzer was disconnected and reconnected and is now working .